Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared on (B)(6) 2017. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they had begun consuming less food and/or drink in response to the alleged product issue at 8am on (B)(6) 2017. The patient reported that at 5am on (B)(6) 2017 they had developed symptoms of ¿extreme headaches, excessive thirst and excessive urination¿, however did not report requiring any form of treatment as a result of these symptoms. At the time of troubleshooting the cca walked the patient through a re-test and the issue was not resolved. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the alleged issue and reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged meter issue began.